Manufacturer narrative:
Device evaluation: while the device was not returned for evaluation at the manufacturer, one used portex tracheal tube was received by our supplier. The supplier functionally tested the device by inflating the device cuff using a syringe, to verify the integrity of the inflation valve. During this testing, the investigation was able to inflate and deflate the cuff, with no issues observed with the valve. As the reported issue could not be duplicated during onsite functional testing, and the products functioned as intended, we are unable to confirm the reported complaint. Two possible problem sources that could cause the reported event were noted as either: when the syringe was taken away after cuff inflation, the red valve core was dislocated, leading to the failure of deflation or that the medical worker using the ett tube failed to fully connect the syringe with the stop valve. As a preventive measure, the supplier conducted retraining with manufacturing personnel to reinforce the inspection process of finished devices for misaligned inflation valves, or other non-conformances that could lead to the issue reported.

Event description:
Information was received that the cuff of a smiths medical endotracheal tube will not deflate.